Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) for approximately the past 6 months. A replacement surgery was performed in which a break was identified at the right cylinder where the tubing molds to the pump. There were no patient complications reported.